Event description:
This complaint was created due to the receipt of a medwatch report mw511418 on 17feb23. The report was found to be written against trs100sb2, ancr tissue retrieval system, 10mm, 17 that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿during the surgery when surgeon try to pull out the purple pouch tissue retrieval system tear into 1 pieces. The pouch¿s pieces are found and complete.¿ further assessment could not be sent as the reporter did not share their name and contact information or the facility name. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw511418 on 17feb23. The report was found to be written against trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx) that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿during the surgery when surgeon try to pull out the purple pouch tissue retrieval system tear into 1 pieces. The pouch¿s pieces are found and complete.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.